Manufacturer narrative:
Upon receipt of analysis from the post market quality assurance lab the analysis was confirmed. This communicator would not power on. It was noted that this power brick was defective. The power brick was observed to be severely melted.

Event description:
Boston scientific received information that the patient reported this communicator would not power on and the screen was blank. The communicator was returned after troubleshooting and replaced with another. No adverse patient effects reported.